Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. The patient was noted to have been administered a change in medication. This device remains in service and will continue to be monitored. No adverse patient effects were reported.